Event description:
It was reported that during patient use, a tracheal tube had a cuff leak.. The tube was removed from the patient, and the cuff was inspected. The cuff was then able to be inflated with air and no leak was detected. The customer then alleged that the malfunction had to do with the pilot balloon since the cuff functioned after removal. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The device was discarded by the customer. All manufacturing controls were reviewed for the reported complaint and all were found acceptable, and effective to detect the reported failure mode.